Event description:
It was reported when an asymptomatic pacer-dependent patient presented in clinic for normal follow-up, loss of capture at high output was observed. When repositioning was unsuccessful, the lead was explanted and replaced. Normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.